Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use (as per product labelling). In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. (B)(4). If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Retains were ordered for performance testing with control solution. The retained test strips passed performance testing with no faults found.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultraeasy meter read inaccurately high compared to another unspecified blood glucose monitoring device. The complaint was classified based on information obtained from lfs¿s local country contact. It was reported that the alleged product issue occurred at 4pm on (B)(6) 2017. At this time the patient¿s daughter found the patient had suffered a ¿loss of consciousness¿ and was reportedly in a ¿coma¿. The patient¿s daughter immediately called for an ambulance. The patient reportedly manages their diabetes with unspecified dosages of ¿kaboping¿ and ¿novonorm¿, as suggested by their healthcare provider. The patient¿s daughter reported no change to the patient¿s normal diabetes management regimen, but suggested that the patient did not eat enough food at noon on (B)(6) 2017. When the ambulance arrived, the healthcare professional (hcp) treating the patient used the subject meter to measure the patient¿s blood glucose as they did not have their own testing supplies available. A blood glucose result of ¿5.8mmol/l¿ was obtained on the subject meter. No immediate treatment was provided at this time , but the patient was taken to hospital. Upon arrival at the hospital, within 1 hour after the original blood glucose test was performed, the patient¿s blood glucose was measured by a hcp on an unspecified device. A result of ¿1.5mmol/l¿ was obtained on this device on two occasions. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. In response to these blood glucose results the hcp provided the patient with a glucose supplement and the patient¿s condition reportedly improved and they were released from hospital later the same evening. The hcp diagnosed a ¿coma due to hypoglycemia¿. At the time of troubleshooting the customer service representative noted that the unit of measure was set correctly and an approved sample site was used to obtain the alleged inaccurate blood glucose result. The patient¿s products are to be collected from the patient and returned to lfs for evaluation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurately high result, the alleged meter issue could not be ruled out as a cause or contributor to the event.